Event description:
Staff was setting up a nxstage machine and was unable to screw the tubing from the access pod into the machine. The plastic piece would not turn on the cartridge. Ref car-505; lot 50978022.